Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available.

Manufacturer narrative:
Eval summary: the analysis confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.